Event description:
The physician reported that during preparation of the product outside the patient, there was not any label on the pouch at all. The product was not used.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. When the device is returned or further significant information is obtained, a supplemental report will follow.